Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device after a catheterization procedure. Reportedly, the knot was catching inside the device and coming undone. Another proglide was attempted with the same result. Manual arterial compression and a non-abbott device were used to achieve hemostasis. There was no adverse patient sequela. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Brand name corrected, changed from perclose proglide to perclose a-t. Catalog number corrected, changed from 12673-03 to 12337-04. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number identified. A follow-up report will be submitted with all additional relevant information. The second proglide device referenced is being filed under a separate medwatch report number.